Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that while using a functional endoscopic sinus surgery (fess) frame and the site acquired the scan, then they used a probe to mark the entry point, after they marked the bone and they moved forward with the case with the nexframe. They did a 2nd imaging spin with the small passive frame attached to the nexframe. When they aligned the target it was 10.2mm anterior to the actual plan. The site created a 2nd plan for alignment and reset the entry to the alignment plan then were able to move forward with the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information added to the event description. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. The system is working as intended. The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) went through the merged exams and it appeared to be merged correctly. Ts did not see anything obvious with the merges.